Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was having an increase in seizures. Mother reports that she believes that the generator is fully depleted and patient is now having more frequent seizures. Patient is scheduled for battery replacement. No additional or relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that the patients device had been replaced due to battery depletion. The explanted device has not been returned for analysis to date. No additional or relevant information has been received to date

Event description:
Device was received by the manufacturer and product analysis was performed product analysis (pa) for generator was approved. During the bench interrogation, with a distance of one and one-quarter inches (spacer block) between the pulse generator and the programming wand, the pulsedisabled and end of service warnings were set. The electrical performance of the generator, as measured in the pa lab, will be used to conclude that no anomalies exist, and the end-of-service (eos) condition is an expected event. There were no additional performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Manufacturer narrative:
D9 product received date is corrected info.